Event description:
The customer reported that he was taken to the emergency room due to blood glucose levels greater than 900 mg/dl. The customer stated that he was on an insulin drip for two days. The customer had initially called to report a no delivery alarm due to a site occlusion. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.